Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. In addition, the pump time was incorrect, cause was unknown. Customer's blood glucose level was between 235-245 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.